Event description:
During infusion, patient complained of discomfort. The problem was diagnosed as a leaking infusaport, verified at the time by x-ray. Patient was sent to the emergency room and emergently transferred to another facility for removal of the broken tip in a special procedure room.======================manufacturer response for implantable infusion port, bardport (per site reporter).======================took data, shipped return shipping supplies in order to return the device for evaluation.